Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: smartsite extension set not flushing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes . D.10. Returned to manufacturer on: 01-aug-2022. H.6. Investigation summary: 13 unused sample for model 20059e lot number# 21129197 were returned for quality investigation by the customer. The sets were examined for defects and abnormalities. All 13 samples of smartsite extension set not flushing. The set was attached to a cut off bd syringe to see if a fluid path can be observed and it shows occluded. For verification the set was attempted to get flushed with 10 ml syringe filled with water to see if a fluid is flowing; it was observed that fluid is not flushing with even a slight push to the syringe. As it was reported by the customer that the smartsite extension set is not flushing could be replicated on all 13 samples. The luer was examined to see if solvent was present, however no solvent was observed. A device history record review for model 20059e and lot number 21129197 was performed. The search showed that a total of 17,603 units in 1 lot number was built on 14dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Root cause : previous investigation of this failure mode was carried out in CAPA (corrective action preventative action) 1998036. The following probable causes were identified: a variation in the fluorosilicon weight caused by the adjustment of variables was identified in the fluorosilicon application system during a verification by the engineering team. An evaluation under the dir rev 00 was carried out where the reference parameters of the fluorosilicon application system were placed according to the parameter sheet (vps sheets for combo #5 pe-0606-0002 dir tahiti-10000048895 rev 04 and vps-pe-0606-0001 combo #8 dir 10000344818 rev 00) and modifying the only parameter with adjustment margin (fluorosilicon application time) challenging values with excess, maximum, nominal and zeros fluor silicon applications, the samples were packed and sent for sterilization. Once the pieces were returned, they were functionally evaluated by flow, identifying pieces with occlusion only in the zero fluorosilicon applications scenario. Corrective and preventive actions: CAPA 1998036 activities were defined, with a due date of april 30, 2022. We continue monitoring and verifying the effectiveness of the actions implemented. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. H3 other text : see h.10.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: smartsite extension set not flushing.